Manufacturer narrative:
Model number/catalog number 72404209, serial number (B)(4), batch/lot number 1000279201, gtin (B)(4), description pump ms iz, expiration date 05/20/2021. Manufacturer date 05/21/2019. Model number/catalog number 72404156, serial number (B)(4), batch/lot number 1000026704, gtin (B)(4), model/catalog description reservoir 100 ml pc/iz, expiration date 06/19/2023. Manufacturer date 12/20/2017.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to the left cylinder fell out of corpora. A new tactra malleable penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.